Manufacturer narrative:
(B)(4). Additional information:the reported problem of "the ground ac port broken." Was confirmed during device evaluation. The ac power cord was replaced to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with the ground ac port broken. It is unknown when or in which care area this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.